Event description:
A report was received that a patient had an orc pmma intraocular lens implant in 1990, which lens was explanted in 2001 when the lens became dislocated. The surgeon reported that the lens was removed without complication and replaced with a competitor's lens.